Event description:
The manufacturer received information alleging a ventilator's display was blank and unable to be viewed. There was no harm or injury reported. The manufacturer received the device for evaluation, and the customer's complaint was confirmed. The device's lcd display was replaced to address the issue.